Event description:
On (B)(6) 2011, this patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6) 2012, follow-up angiography showed either a proximal type I endoleak or a type iii endoleak reportedly due to a hole in the trunk. It was reported the device had migrated distally 7 mm from the renal arteries, and the aneurysm had grown from 5 to 5.8 cm. The contrast is reportedly showing 47 mm distal to the top of the device. On (B)(6) 2012, an intervention was performed to treat the endoleak. It was reported that a hole in the pxt231416 was seen at the bottom of the neck before the bifurcation. It is unknown what caused the reported hole. The originally implanted devices were relined with four additional gore excluder aaa endoprostheses. Final angiography showed no evidence of the type iii endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.